Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the samples and/or photo(s) were received the investigation. The photograph and samples concluded that the indicated defect is confirmed. The investigation team of bd was able to duplicate the indicated failure on re inserting the cannula after the initial penetration was not achieved. This is a wrong practice and is contraindicated for product use. When we investigated the batch number 9326218 for material number 391592 and the DHR showed no reported qn during its production to release of the batch. Investigation conclusion: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Rationale: based on this, a CAPA is not needed at this time.

Event description:
It was reported that venflon I 20ga 1.0 mm x 32mm was damaged during use. This occurred on 3 occasions. The following information was provided by the initial reporter: while inserting got damaged venflon-I cannula.